Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulator. It was reported that the ins was not functioning and it never worked. The hcp asked if patient could put it in MRI mode and patient stated "no it does not work". Hcp asked if there was anything going on in their back and patient stated "no it just does not work". Patient reported that their hcp and manufacturer's representative (rep) tried to help about a year ago after implant, around 2018 but they "gave up" on it. Patient reported that the hcp stated the device had been dormant for too long and it was not going to work. No symptoms reported. No further complications were reported/anticipated.